Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the monitor to resolve the issue. The system was tested and verified as ready for use. Isi has received the monitor and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that left eye of the surgeon side console (ssc) was black when the caller started the system during preparation. Tse inquired about the image on the vision side cart (vsc) and the caller confirmed the image on the vsc was no problem with left eye and right eye. The caller hard power cycled the ssc, but the issue persisted. The procedure will convert to laparoscopic surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was returned for failure analysis and the reported issue was replicated. In the system logs, no data was found to indicate that the fault had occurred on the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on a printed circuit assembly (pca) test system. Powered on showing a blank screen. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the affected hrsv.